Manufacturer narrative:
Device history record review for the returned device did not fine any deficiencies. Review of info provided and analysis of the returned device concluded that there is no evidence of the prod defect. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.

Event description:
Same case as: 2184052-2015-00026. It was reported that when the surgeon impacted the ardis, the ardis was fractured at connection part with the inserter. He completed the surgery with using another ardis.